Event description:
It was reported during a rotator cuff procedure, the anchor broke halfway inserted in the patient`s bone. The broken half remains in the patient. A metal anchor was placed lateral to the fragment. The site was pre punched. Patient is fine to date.

Manufacturer narrative:
Patient demographics (date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. The complaint was confirmed. Device history record review revealed nothing relevant to this event. Broken corkscrew anchor received consisting of proximal .367". Implant was broken along the thread trough at the minor od. Complainant's event typically caused by not inserting the implant co-axial to the bone tunnel or prying/leveraging the driver while the implant is still loaded. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.